Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "during the nephrectomy procedure the surgeon inserted the trocar in the peritoneum. It was discovered that the trocar was broken, some parts of the device was inside of the patient. The broken part was retrieved. No x-ray was needed to retrieve the broken device, no additional medical intervention. There was no patient injury. There was a fifteen minute delay in surgery due to the device being broken and trying to retrieve it.